Event description:
Pt received analgesia through an epidural catheter post operatively of a bile duct surgical procedure. Upon removal of the catheter it's bonding part (approx 8cms) was not recovered. Surgical exploration of puncture region and lomography (x-ray) failed in the detection of the lost fragment. Pt is informed of the incident and she is in good clinical condition. A medical committee decided to maintain her under observation and requested info from co toward the relevant catheter segment.